Event description:
It was reported that the patient was experiencing inadequate stimulation and increased pain. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post procedure. The explanted ipg was retained by the medical facility and will not be returned.